Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A surgical technician reported that the system had low phaco during surgery. They exchanged the system and completed the surgery with no harm to the pt.